Event description:
Pt experiences sudden onset of suprapubic pain/pressure and urge to urinate. Suprapubic cystostomy with foley catheter is in place. Irrigation attempts fail. Catheter replaced. Immediate relief for pt. Catheter unable to be irrigated from proximal or distal end. Total occlusion. Catheter discarded.